Event description:
We observed spontaneous fragmentation of the distal pressure wire at the junction of the pressure sensor and distal wire shaft requiring percutaneous snaring of the remnant wire filament from the aorta. There was a remnant distal wire fragment in the right coronary artery that was successfully stented over and "jailed" into the vessel. The distal end of pressure wire was broken off in rca. Multiple attempts to snare the fragment, eventually part of wire was removed with radjaw device and distal piece was left.